Event description:
A phone call was made in order to follow up on a previous call that the customer did for lost sensor alarms. The customer stated that he was hospitalized due to low blood glucose of 30s mg/dl. The caller stated that he was in a car accident while driving. The customer was feeling tingly, and he was attempting to get to a restaurant. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer called back to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.